Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). The initial report was forwarded in error and should be voided.

Event description:
The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental or final medwatch will be filed.

Event description:
It was reported that the mesh plate is damaged on the right side. No adverse events were reported as a result of this malfunction.